Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of complete right branch bundle block (crbbb) and atrioventricular (av) block. The length of the membranous septum was 1.4mm. Calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). During the procedure, the patient was noted to have a complete atrioventricular block (cavb). The valve was able to be implanted successfully at a depth of 5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). A temporary pacemaker was placed as an intervention. The patient's status is stable.